Event description:
The customer called to report a blank display. Troubleshooting was performed, but the issue was not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display followed by a constant tone due to a problem with the mother board. No blank display noted during testing.